Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08695 inches. The insulin pump was programmed with several bolus wizard deliveries. All delivered properly and no unexpected pump prompt to deliver again and no double bolus deliveries occurred or can be located in the carelink report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 27 mg/dl at the time of the incident. The customer was treated by taking four glucose tablets. Customer was reporting that there insulin pump was delivering double boluses. Troubleshooting was not completed. The customer also mentioned sensor issues. The insulin pump will be returned for analysis.